Event description:
It has been reported to philips that, system could not power on. System was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not responding when pressing the power button. Fse confirmed that pcm power supply has failed. The fse replaced the gpdu in m cabinet. After replacement of the gpdu in m cabinet, the system was returned to use in good working order.  The codes were updated based on the investigation outcome.